Event description:
Long term care resident was heard screaming in resdient's room. Staff responded and found on the floor at the foot of resident's bed with the supporting "slide" for the bedrail entering resident's body at the right hip level extending up the body to the clavicle area. There was no exit wound for the foreign body. Emergency crew cut the bedrail at points close to the resident's body leaving in place the portion that was impaled into the resident's body. The resident was transferred to emergency care for removal of the foreign body. Resident returned to the facility 4 days later in good condition. The facility retains the portion of the bedrail not sent to the ER with the resident. The portion impaled into the resident was given to family by the hospital.